Event description:
Olympus was informed by the user facility that the high definition autoclavable camera head was returned to the regional repair center for a reported "cable is defective" during an unspecified event. During inspection and testing, rust was found on the shaft of the coupler /adapter due to liquid adhesion (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation found rust has occurred on the shaft of the coupler and adapter due to liquid adhesion. The customer's reported issue was confirmed as the cable is cut and leaking. Additionally, the knobs are worn off and there are various pixel defects on the image. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to make a correction to h6 from the initial medwatch (actual device was tested). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, rust has occurred on the shaft seemingly because rust prevention measure had not been done to the concerned device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.